Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart. A cold reset was performed. Displacement test due to blank display. Unit had cracked lcd window, cracked case at display window corners.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture and screen was cracked. Blood glucose was 124 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.